Manufacturer narrative:
The reported event was addressed with phone support. The customer resolved the issue by power cycling. The technical support engineer (tse) advised the customer that they can remove the endoscope from the universal surgical manipulator (usm), rotate the scope, press the clutch button on the arm to cancel guided tool change and reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
It was reported that during da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report instrument operation was flipped during procedure. Tse recommended caller removed scope rotate scope base and press instrument clutch and engaged scope again. Site rebooted system twice. Operation turned normal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, the material and serial numbers of the scope involved in an issue remain unknown. The issue was a reversed control on the system arms, meaning the master control motion was opposite to the instrument motion (e.g., master goes left, instrument goes right). The image was not inverted, and the endoscope did not move freely with uncontrolled motion. The endoscope and its adapter/base were confirmed to be engaged/in-synch/attached and had no visible damage. It is unknown if a 30-degree endoscope was used. The issue was resolved by the customer re-installing the endoscope and restarting the system, and the procedure was completed using the same endoscope. No patient injury resulted from this vision issue, and the endoscope is not available for return for evaluation.